Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported the connector set screw sheared off while tightening the crosslink down with the locking set screw. The sheared off portion of the connector set screw remained stuck inside. No additional patient complications were reported.

Manufacturer narrative:
Submitted picture appears to show screw broken. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.